Event description:
It was reported that vancomycin 200ml IV was set up to infuse over 120 minutes using IV pump. Vancomycin was infusing through secondary set connected to primary set with normal saline, however the bag was almost empty within 20 minutes. There was no patient harm..

Manufacturer narrative:
The customer¿s report of an overinfusion of vancomycin was not confirmed. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. No anomalies were noted that could have contributed to the reported issue. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The disposable sets were not returned for investigation the root cause of the customer¿s report of an overinfusion of vancomycin was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient information requested but not provided.

Event description:
It was reported that vancomycin 200ml IV was set up to infuse over 120 minutes using IV pump. Vancomycin was infusing through secondary set connected to primary set with normal saline . When the nurse entered the room, it was discovered that the bag was almost empty after 20 minutes. There was no patient harm.